Event description:
This lead was implanted on (B)(6) 2004 and remains implanted. It was called in to technical services on (B)(6) 11 that in (B)(6) 2011 this rv lead had impedances of 1600 ohms and 1200 ohms. No noise was stored on egrams and they will bring in patient tor further evaluation. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).